Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg ICD, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient received therapy for device detection classified as ventricular fibrillation (vf). The device remains in use. It was also reported that the right atrial (ra) lead observed potential far field r-wave (ffrw) oversensing. The lead remains in use. No further patient complications were reported as a result of this event.